Event description:
The customer reported one of the nurses was unable to pull out the stylet, it broke and she punctured her finger.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba walk was held in the production area. As a result, it was concluded that the current manufacturing activities are running according to product specifications meeting quality acceptance criteria, validation process and released procedures. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No conditions were found that could trigger the reported condition. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a definitive root cause could not be determined at this time. A quality alert and work order have been created to address this condition. We will continue to monitor related reports to determine if additional actions are necessary.